Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination noted a break in midshaft at the port site. The shaft was stretched at the site of the break. As a result of the break it was not possible to apply a vacuum to the balloon to remove all air. However, the balloon protector was removed from the balloon with no force required. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed which is indicative of the balloon protector being pulled distally. The returned balloon protector inner dimension was verified using a pin gauge and was within specification. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The shaft damage noted during analysis is consistent with excessive force being applied to the delivery system during an attempt at removal of the balloon protector from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ monorail was selected for treatment. During preparation for a percutaneous transluminal angiogram (pta), the physician tried to remove the protection sheath out from the balloon catheter. The protector sheath was strongly connected to the balloon catheter that it made the catheter shaft break when forcibly pulling the protection sheath. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon monorail was selected for treatment. During preparation for a percutaneous transluminal angiogram (pta), the physician tried to remove the protection sheath out from the balloon catheter. The protector sheath was strongly connected to the balloon catheter that it made the catheter shaft break when forcibly pulling the protection sheath. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was stable.